Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings: during investigation, the pump powered up to a clear and audible alarm. The pump was opened to find no intermittent conditions to the piezo. The auditory alarm issue was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal.